Event description:
It was reported that a remote transmission showed non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were recommended and will be made when the patient comes in at next scheduled follow-up visit.